Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). Evaluation statement: replaced worn fingers on complete pressure adjusters with tip replacement kit. The unit passed all diagnostic tests, functional tests, and is fully operational. This pump is over 4 years old and has possible seen heavy use in the field. Further, a review into the depuy mitek complaints system revealed one other complaint for this device's serial number. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep through the customer that the 4580 fms duo+ pump/shaver combo pump device had overflowed the fill chamber then went past the filter during an unspecified surgical procedure. According to the reporter, the saline overfilled the fill chamber and wet the filter; however, the reporter was not sure if actually entered the pump. It was reported that the procedure was completed using a second pump. It was not reported if there was a delay in the surgery. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.